Event description:
Per telephone message: from (B)(6) 2014 coverage. Unfortunately she states that ever since she had her hysterectomy she had tenderness to her left anterior thigh, she called me january because she was having numbness to her left leg, left arm and left face. I explained this had nothing to do with the stimulator. She was concerned enough to go to the emergency room and had a CT performed. That was not very remarkable. She was referred to neurology consult dr carter. Pt informs me that dr carter has done an emg and a contrast and CT and she says that both are negative. She continues to complain of total body left sided numbness and tightening to her thighs and buttock area that are very intense. She cannot sleep. She cannot walk because she has to drag her leg. Dr carter suggested to pt that she may need to have an MRI of her brain to rule out etiology such as ms. She knows that she cannot have an MRI because of the stimulator. She thinks she want to have the stimulator removed so she can undergo MRI. I explained to her that if we remove the stimulator is not going to be placed back in for chronic pain. Once it out it out. She understands this. My recommendation would be to go ahead and get the records from dr carter's office which we'll attempt to do. If she does want it removed fro MRI than we'll need to do this.